Event description:
It was reported that the insulin pump alarmed during a bolus attempt about 2 to 3 weeks prior to the call. The customer stated that he found the infusion set pinched under his clothing and was able to resume the bolus thereafter. He stated that he was unsure of how much insulin he received, so he reprogrammed the bolus again. He noted that he had low blood glucose as a result, so he ate, and then it went a little high. No significant events leading to the no delivery alarm was noted. The blood glucose reading was between 140 and 150 mg/dl. He advised that this was a past event and declined troubleshooting assistance. He also declined to return the supplies for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.